Manufacturer narrative:
H.6. Investigation: two photos were provided to our quality team for investigation. Upon visual inspection of the photo, a leakage past the stopper ribs was observed. There was no evidence of damage on the syringe that could be identified and the stopper was properly assembled on to the plunger. A device history review was performed for the reported lot 2009086, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2009086 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leaks were identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tightness testing to verify the stopper seal. Results were reviewed for the reported lot and no issues were identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked cytostatic medication past the plunger during use. The following information was provided by the initial reporter, translated from french to english: "at the time of sampling in the isolator the cytostatic product is passed between the plunger and the syringe."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked cytostatic medication past the plunger during use. The following information was provided by the initial reporter, translated from french to english: "at the time of sampling in the isolator the cytostatic product is passed between the plunger and the syringe."